Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. "Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. Upon initial inspection of the station, the field service engineer (fse) had observed that only main drawer 5.1 and its pockets were showing as failed. The application was exited, and the fse logged in as carefusion admin (cfnadmin) to run the hardware test application (hta). In hta, neither drawer 5.1 nor 5.2 had been detected. The fse then shut down the station and inspected the back of the drawers, discovering that the individual drawer control board for 5.2 had not been replaced. The fse proceeded to replace the board. After replacement, the station was powered back on, and the fse logged in again as cfnadmin to access hta. Both drawers were then detected and tested successfully. Drawer functionality was verified, and all components worked without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.